Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization in the hepatic artery procedure using ruby coils, a ruby coil detachment handle (handle), a non-penumbra microcatheter, and a guidewire. During the procedure, the physician advanced the ruby coil into the target vessel and detached the ruby coil using the handle. However, while retracting the pusher assembly, the detached ruby coil was pulled back in the parent vessel. Therefore, the physician used the pusher assembly to successfully push the ruby coil back into the aneurysm. The procedure was completed using new ruby coils, the same handle, and the same microcatheter. There was no report of an adverse effect to the patient.